Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic during follow up in backup vvi mode. Due to battery status further troubleshooting could not be performed.